Manufacturer narrative:
(B)(4) initial (B)(4) issued mfg report #1525712-2011-00493. This MDR was created without a device model number or serial number. Photos of the device have since been received and reviewed. These photos show that the device involved is not an invacare rollator. No RMA has been issued for the return of this device. Using the rollator as an impromptu wheelchair is improper usage as stated in all rollator user instructions. Both the nursing home employee and the consumer were not following invacare provided user instructions for the rollator that warn against using it as a wheel chair. Pushing the consumer over the doors threshold caused the wheels to come off the floor and throw the consumer forward. Warnings provided state: "all wheels must be in contact with the floor at all times during use. This will ensure the rollator is properly balanced." Dealers and users must fully read and understand the user instructions before using the device. The model of the rollator is unknown. Model 65650r - part no 1148077 will be used for reference in this documentation. Invacare promotes rollator safety in the user instructions. It is unknown if the consumer fully read and understands the owners manual prior to the incident. On page 1 the following warnings are given. "Page 1 --warning: do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Each individual should always consult with their physician or therapist to determine proper adjustment and usage. Do not use the rollator as a wheelchair or transport device. Rollators are not intended to be propelled while seated. The brakes must be in the locked position before using the seat. A physical/occupational therapist should assist in the height adjustment of the rollator for maximum support and correct brake activation. Care should be taken to ensure that all hand and height adjustments are secure, and that casters and moving objects are in good working order before using this or any mobility aid. All wheels must be in contact with the floor at all times during use. This will ensure the rollator is properly balanced. When using the rollator in a stationary position, the hand brakes must be locked. Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary. The rollator basket has a weight limitation of 11 lbs (5 kg). The tote bag has a weight limitation of 10 lbs (5 kg). Items placed in either the basket or the bag should not protrude from the basket or bag. If push handles are exposed to extreme temperature (above 100°f or below 32°f), high humidity and/or becomes wet, prior to use, ensure hand grips do not twist on rollator handle - otherwise damage or injury may occur. After installation and before use, ensure that all attaching hardware is tightened securely. Do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the rollator and may cause the rollator to tip, resulting in injury or damage. Do not hang anything from the frame of the rollator. Items should be placed in the basket or the tote bag. The backrest should always be in place and is not designed to support the total body weight of the user. Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object." The height of the consumer is unknown. Model 65650 & 65650r have a height requirement of 5'5" to 6'2".

Event description:
Ivc legal received information alleging the consumer and her attendant utilized the rollator as an impromptu wheelchair. The consumer was allegedly thrown forward onto her hip and leg from the seated position while being pushed by the attendant over an irregular threshold at an adult day care center. No details on the alleged injury are available at this time.

Event description:
Ivc legal received information alleging the consumer and her attendant utilized the rollator as an impromtu wheelchair. The consumer was allegedly thrown forward onto her hip and leg from the seated position while being pushed by the attendant over an irregular threshold at an adult day care center. No details on the alleged injury are available at this time.

Manufacturer narrative:
No RMA has been issued for the return of this device. Using the rollator as an impromptu wheelchair is improper usage as stated in all rollator user instructions. Both the nursing home employee and the consumer were not following invacare provided user instructions for the rollator that warn against using it as a wheel chair. Pushing the consumer over the doors threshold caused the wheels to come off the floor and throw the consumer forward. Warnings provided state: "all wheels must be in contact with the floor at all times during use. This will ensure the rollator is properly balanced." Dealers and users must fully read and understand the user instructions before using the device. The model of the rollator is unknown. Model 65650r - part no 1148077 will be used for reference in this documentation. Invacare promotes rollator safety in the user instructions. It is unknown if the consumer fully read and understands the owners manual prior to the incident. On page 1 the following warnings are given. "Page 1 --warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Each individual should always consult with their physician or therapist to determine proper adjustment and usage. Do not use the rollator as a wheelchair or transport device. Rollators are not intended to be propelled while seated. The brakes must be in the locked position before using the seat. A physical/occupational therapist should assist in the height adjustment of the rollator for maximum support and correct brake activation. Care should be taken to ensure that all hand and height adjustments are secure, and that casters and moving objects are in good working order before using this or any mobility aid. All wheels must be in contact with the floor at all times during use. This will ensure the rollator is properly balanced. When using the rollator in a stationary position, the hand brakes must be locked. Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary. The rollator basket has a weight limitation of 11 lbs (5 kg). The tote bag has a weight limitation of 10 lbs (5 kg). Items placed in either the basket or the bag should not protrude from the basket or bag. If push handles are exposed to extreme temperature (above 100°f or below 32°f), high humidity and/or becomes wet, prior to use, ensure hand grips do not twist on rollator handle - otherwise damage or injury may occur. After installation and before use, ensure that all attaching hardware is tightened securely. Do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the rollator and may cause the rollator to tip, resulting in injury or damage. Do not hang anything from the frame of the rollator. Items should be placed in the basket or the tote bag. The backrest should always be in place and is not designed to support the total body weight of the user. Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object." The height of the consumer is unknown. Model 65650 & 65650r have a height requirement of 5'5" to 6'2".